Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting he was getting multiple calibration and lost sensor alarms on his insulin pump, and that the sensors were lasting shorter than six days. He also stated that he thinks that the alarm volume is too soft and would like it if the volume could be louder. Customer also reported that he has been having high blood glucose levels lately. He stated that it is most likely due to him not counting carbohydrates correctly. Customer was advised to call the help line when his blood glucose goes high so he can trouble shoot. Customer was advised that if his blood glucose is high and a bolus does not lower it, this is a good indicator that something is wrong with the infusion set or the device. Customer's blood glucose was not given. Nothing further reported.